Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 422 mg/dl. The customer reported that they had forgotten to deliver a bolus. The bolus wizard was accidentally turned off so the insulin pump was no longer asking for carbohydrates. The customer was then able to deliver a bolus. The insulin pump was not on auto mode because the customer was not using a sensor. The insulin pump will not be returned for analysis.